Event description:
Same case as MDR ID 2134265-2014-06848. (B)(4) study. It was reported that angina and in-stent restenosis (isr) occurred. In april 2014, the patient presented with acute myocardial infarction (mi) and the 3.00 x 20mm promus premier¿ drug eluting stent was deployed in the proximal left anterior descending (lad) artery extending to 1st diagonal. In (B)(6) 2014, the patient presented with symptoms of unstable angina and cardiac catheterization was recommended. At the time of the event, the subject was on aspirin and clopidogrel. The study drug was last taken in (B)(6) 2013. Subsequently, coronary angiography was performed and revealed 80% stenosis in mid lad and 90% isr ostium of the 1st diagonal of the previously placed 3.00 x 20mm promus premier¿ stent. The proximal lad and extending into 1st diagonal was treated with cutting balloon angioplasty, resulting in 0% residual stenosis. At the time of reporting, the event was considered recovering/ resolving. Aspirin and other antiplatelet medications were recommended for another six months.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).